Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. When asked the dose and concentration of the medication, the patient stated that she got a bolus every 4 hours. The indication for pump use was non-malignant pain. The patient was calling because she wanted to see if the pump was working. She stated that the last time she went to have the pump filled on (B)(6) 2021, they removed about the same amount of medication that was put in the pump. She stated that she was told that it was common once in a while to have a lot of medication in the pump, but she did not think the pump was working because she didn¿t feel that the medication was helping with her pain. She mentioned that she goes back to the doctor on the 22nd. The patient was redirected to her hcp (healthcare provider) to further address the issue.